Manufacturer narrative:
Insulin pump passed the displacement test and rewind test. Insulin pump received with normal operating current. Pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. Insulin pump received with stripped battery cap coin slot(p).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received code error. Customer's blood glucose level was unknown. Customer reported that the insulin pump had change out batteries more than once a week a few times, battery cap was starting to crack and insulin pump rewinds slower. The insulin pump will not be returned for analysis.